Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The c-arm rotated to 125 degrees instead of stopping at 120 degrees and then jammed on this x-ray system. This happened during a spinal artery embolization procedure and the anaesthetized pt had to be taken off the system and brought round from anesthetic.